Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to adhesive peeling on the bending section cover rubber the insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire the angle knob torque of the up/down knob at the engage exceeded the standard value, due to deformation the up/down knob did not move smoothly, due to deformation the right/left knob did not move smoothly, the light guide lens had a crack, the plastic distal end cover had a scratch, and the adhesive on the bending section cover rubber had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had failed cycle due to channel 3 set 1 obstructed (nozzle is blocked by black and light green color). The issue was observed during reprocessing/cleaning. There were no reports of patient involvement in this event. The device was returned to olympus for a device evaluation and found the air/water nozzle was blocked with foreign debris. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.